Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connectors were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported there was no power getting through to the c-arm and that it did not come on (no boot). There was no patient injury or death reported.